Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, bruxism, immediate implantation, mobility. Patient had physical altercation, implant mobile.